Event description:
Plaintiff reports initial bilateral implantation 12/18/81 with explant 6//28/95. Plaintiff alleges various illnesses including,, but not limited to, chronic fatigue, memory loss, diplopia, and pain in back.